Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window, a scratched reservoir tube window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to high blood glucose. Customer's blood glucose at time of hospitalization was 800 mg/dl. The customer was admitted to the hospital on (B)(6) 2013. The customer was throwing up. The customer does not remember the cause of hospitalization. Customer was treated with IV drip and insulin shots. Customer was wearing the pump a time of hospitalization. The customer reported via phone call that the insulin pump alarm unexpected restart. Customer's blood glucose at time of incident was 337 mg/dl. The customer has been on manual injections for past three years. The customer unable to troubleshoot for unexpected restart alarm because she is stuck in rewind process and drive support cap is damaged. The customer reported via phone call the drive support cap is sticking out. Customer's blood glucose at time of incident was 337 mg/dl. The customer was advised the pump would be replaced.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.